Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported having injected a patient in the perioral lines above the upper lip with 0.5 ml of juvéderm volbella® xc. Over 8 months later, the patient was injected in the marionette and lower nlf with 1 ml of juvéderm vollure¿ xc. The patient was pre-treated and post-treated with ice. About 2 months and a half later, the patient presented slight swelling at the corners of the mouth. About a month later, there was ¿significant inflammation and nodules¿ around mouth and swelling under the eyes where the patient was not injected. On this day, the patient was prescribed keflex® and the patient began taking antihistamine with cold compresses. The patient was also injected with 1.5 cc of hylanex®. The patient was seen again 4 days later and was started on prednisone for 7 days. 6 days later, the patient was seen; the patient was much better but was started on medrol dose pack and treated with hylanex® to the upper lip. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00300 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.